Manufacturer narrative:
(B)(4). D10 - concomitant devices - zimmer unicompartmental high flex precoat cemented femoral component catalog #: 00584201301 lot #: 63574214, zimmer unicompartmental precoat tibial component size 2 catalog #: 00584200201 lot #: 63270273 g2 - report source - foreign: event occurred in australia. Visual examination of pictures provided identified excessive wear on the articular surface. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision with medial cruciate ligament release to address pain approximately six (6) years post-operatively. A thicker articular surface was used to complete the procedure. Revision operative notes noted polyethylene wear with notch impingement. No intraoperative complications were noted.